Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, oversensing of far r waves was observed. Programming changes were made to resolve the issue. The patient was stable before, during and after the event.